Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on its right ventricular (rv) lead. Technical services (ts) was consulted and discussed the stored measurements as well as programmed settings. Ts advised the patient should continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.